Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that a posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. The posterior needle tip was released from the shank but did not engage with the posterior cuff and its tip was bent, consistent with interacting with human tissue during needle deployment as there was no needle strike mark at the posterior foot. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as indicated by damaged anterior cuff tabs. One of the anterior cuff tabs was broken off and was not returned with the device. A cuff tab measures one one-hundredth (0.01) of an inch square. Because the original plunger was not returned with the device, during lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. Based on the test result of the device needle trajectory in the lab and testing during manufacturing, the probable root cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record revealed no nonconforming material record associated with this lot.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred and another proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.